Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was exercising and the insulin pump alarmed button error. Customer's blood glucose was 153 mg/dl. Alarm and possible causes were explained to the customer. Customer stated the device might have gone in contact with her perspiration since she was working out. Customer was advised to revert to back up plan. No further information reported.